Event description:
It was reported that both leads of the patient's implantable neurostimulator (ins) had migrated following a fall (no details provide d). It was noted that one of the leads had migrated down to t8 and the other lead down to t10. In addition, it was reported that the ins component had moved forward toward the spine. The patient had an appointment scheduled for (B)(6) 2013 with their physician for an injection. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the patient no longer had concerns with their device or therapy. It was stated the patient received assistance from their doctor or manufacturer representative on (B)(6) and their concerns were resolved. No further information was reported.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752 , serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 221340003, implanted: (B)(6) 2009, product type accessory; product ID 3550-39, lot # n213345, implanted: (B)(6) 2009, product type accessory. (B)(4).